Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a biopsy, on skin closure, one needle broke in the middle of the thread and one broke at the connection at the needle. A new box was opened and used without issue. There was no patient injury.